Manufacturer narrative:
This report is associated with argus case (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. An (B)(6) male consumer reported that he happens to swallow the product because polident denture adhesive cream was not left on the denture in the evening after using the product in the morning and queried if it would be harmful. No further safety information was reported. The consumer did not consent to local privacy law hence no further information would be available.

Event description:
Accidental device ingestion [accidental device ingestion]. Swelling on arm and leg [swelling of limb]. Short of breath [shortness of breath]. Blurred vision [blurred vision]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. An (B)(6)-year old male consumer reported that he happens to swallow the product because polident denture adhesive cream was not left on the denture in the evening after using the product in the morning and queried if it would be harmful. No further safety information was reported. The consumer did not consent to local privacy law hence no further information would be available. Follow-up information received on 20 june 2017: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. In 2017, an unknown time after starting polident denture adhesive cream, the patient experienced swelling of limb. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), shortness of breath and blurred vision. The patient was treated with pumpkin seed oil. On an unknown date, the outcome of the accidental device ingestion was unknown and the outcome of the swelling of limb was recovering/resolving and the outcome of the shortness of breath and blurred vision were not reported. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient is (B)(6) years old. He has used 3 units of polident denture adhesive cream(60g) for 3 years. However, from this year, his arm and leg got swollen. He took unspecified pumpkin seed oil for this symptom, and it was much relieved. He didn't see a hcp for consultation. During mi consultation, he also had symptoms that he was short of breath and sometimes developed blurred vision. The patient wanted to know if it was angioedema (not confirmed by hcp). Error correction: it was noted that the patient is (B)(6) years old and not (B)(6) as previously reported.

Manufacturer narrative:
This report is associated with (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Additional details: this case was reported from a consumer via call center representative on 22 mar 2016. An (B)(6) male consumer reported that he happens to swallow the product because polident denture adhesive cream was not left on the denture in the evening after using the product in the morning and queried if it would be harmful. No further safety information was reported. The consumer did not consent to local privacy law hence no further information would be available. Follow-up information received on 20 june 2017: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. In 2017, an unknown time after starting polident denture adhesive cream, the patient experienced swelling of limb. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), shortness of breath and blurred vision. The patient was treated with pumpkin seed oil. On an unknown date, the outcome of the accidental device ingestion was unknown and the outcome of the swelling of limb was recovering/resolving and the outcome of the shortness of breath and blurred vision were not reported. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Additional information: the patient is (B)(6). He has used 3 units of polident denture adhesive cream(60g) for 3 years. However, from this year, his arm and leg got swollen. He took unspecified pumpkin seed oil for this symptom, and it was much relieved. He didn't see a hcp for consultation. During mi consultation, he also had symptoms that he was short of breath and sometimes developed blurred vision. The patient wanted to know if it was angioedema (not confirmed by hcp).